Event description:
It was reported that during inspection of the stretcher the head end brakes could not be engaged. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Evaluation results: clevis pin, rue ring cotter.